Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified vessel. A 3.00mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during the first inflation at 20 atmospheres, the balloon ruptured due to calcified lesion. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.